Manufacturer narrative:
Testing and investigation was done at the user facility by the field service engineer. The device touchscreen was not responsive. This was due to the touchscreen being out of calibration. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen was not responsive. The device was returned to the biomedical department for an unspecified reason. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was available for clinical use. During testing at the user facility, the device touchscreen does not respond. No additional info was provided.